Event description:
It was reported that before use of the bd sentry¿ safety lancet the activating button was detached. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: activating button was detached

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for a detached activating button with the incident lot was observed. Additionally, evaluation of the customer samples was performed and a detached activating button was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd sentry¿ safety lancet the activating button was detached. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: activating button was detached.